Event description:
During the surgery the anchor broke during the introduction. The physician would like a product evaluation. Per malfunction report the broken piece was removed. E-mail sent asking if backup was placed in the original hole or was it left empty.

Manufacturer narrative:
The device has not been received for evaluation. (B)(4).